Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12926. It was reported one of the patient's occipital leads (off-label use), from different lots, has become more superficial causing redness and irritation. The patient went to the emergency room on (B)(6) 2013 and the patient repositioned the lead on (B)(6) 2013. The physician did not see any signs of infection and no devices were explanted and no new devices were added. Follow-up revealed the patient is healing and has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.